Event description:
It was reported that the device had possible early battery depletion. It was also noted that the battery voltage was very erratic over the past eighty weeks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
Evaluation summary continued: preliminary analysis confirmed a depleted battery upon receipt. Further analysis found the device to have excessive current on an integrated circuit (ic). The ic passed all functional tests. Optical inspection, photon emission microscopy (pem), and infrared (ir) microscopy were performed but yielded no answers related to the root cause of the high current drain. Laser scanning microscopy (lsm) noted an abnormality in two circuit lines. Focused ion beam (fib) isolation cuts were made and an approximate 25 kohm short was measured between the lines. Incremental destructive focus ion beam (fib) cross sections in approximately 0.1 um steps were performed at the lsm detection site (more than 100 cross sections). Each was examined with high resolution scanning electron microscopy (sem) imaging. No evidence of a defect of any kind was noted. The cause of the premature battery depletion was a faulty ic. However, the failure mechanism within the ic was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.